Event description:
It was reported that during pre-dilatation of a 70% stenosed, calcified lesion of the mid-left anterior descending artery, the rx voyager ruptured at 13 atmospheres during the first inflation. There was no reported pt effect. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned rx voyager catheter found blood visible on the hub and the hypotube, which is consistent with handling. There was also blood inside the inflation lumen and the balloon was loosely folded, which is also consistent with the reported use of the device and a leak or balloon rupture. An attempt was made to pressurize the catheter to rbp, and the analysis revealed a longitudinal rupture in the balloon located above the distal balloon marker, extending proximally for a length of 9 mm, confirming the reported rupture. It could not be determined if the rupture was along a crease or fold in the balloon. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to use. Additionally, the lesion was reported as mildly calcified and 75% stenosed, which may have contributed to the reported difficulty. The scanning electron microscopy (sem) lab analysis determined that the balloon failure may have been attributed to damage initiating from the inside of the balloon as partial tearing and longitudinal lines were observed along the inner surface adjacent to the fracture. This type of damage may result from exposure conditions during the procedure, a material/processing discrepancy, multiple inflations and/or high stress being applied to the balloon material. Ultimately, the exact cause for the rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. Based on the info rec'd with this complaint, the analysis of the returned product and the results of the sem analysis, a definitive caused for the reported balloon rupture cannot be determined; however, there does not appear to be any indication of a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.